Event description:
During the viewing under fluoroscopy, the imaging was not as clear as it should be. The pt did not have a large aneurysm, but pt was of a considerable size. The physician had located the origin of the left hyogastric on the planning chart and deployed the iliac leg graft extending above that location. The left hypogastric artery appeared to travel down along the common iliac artery and bifurcate lower than it actually did. Under fluoroscopy the common iliac and the internal iliac artery had the appearance of being one vessel. Placement of the iliac leg graft occluded the origin of the hypogastric artery. No further intervention was performed. Follow-up with pt in 30 days.